Event description:
It was reported that noise was observed on the lead. The event was resolved by lead replacement. Additional information was requested but was not available.

Event description:
It was reported that sensing noise was observed on the lead. The event was resolved by lead replacement. Additional information was requested but was not available.

Event description:
It was reported that sensing noise was observed on the lead. No intervention was performed. Additional information was requested but was not available.